Event description:
It was reported that pump displayed reset screen unexpectedly while in use. There was no adverse impact to the customer's blood glucose level. Customer confirmed pump powered back on without being plugged in, then successfully resumed insulin after being informed by technical support that reset was part of routine safety check and that insulin on board, maximum hourly dose, continuous glucose monitoring session, and cartridge setup needed to be restarted; customer understood and acknowledged instructions, and no further issues were reported.